Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to turn on, power failed and the screen was black. The field service engineer (fse) confirmed that the issue had been identified as a drawer in the auxiliary unit and confirmed that the auxiliary unit would be repaired. The fse also confirmed that the main unit was verified to be operational. Good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. No further findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had power failure. User mentioned that when trying to power on, there was no light and the screen remained black and attempted several reboots but was unable to recover the station. The customer stated that this malfunction occurred while dispensing the medication and they were unable to dispense the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.